Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic plus supra valve was chosen for an aortic valve replacement (avr) procedure. The sizing of the annular dimensions of the native valve was 23. The valve was successfully implanted. After the procedure, intraoperative ultrasound showed high differential pressure and jetting (aortic stenosis) were noted. The chest was reopened, and a 23mm non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
An event of aortic valve stenosis was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic valve stenosis could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.